Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch uni-directional navigation catheter and non-MDR reportable deflection issues occurred. The bwi failure analysis lab received the complaint device for analysis. Visual inspection revealed that there was foreign material stuck under an electrode ring. This is a reportable lab finding, as foreign material that is stuck under an electrode ring presents a risk to patient if the material dislodges. Per the event description, the procedure was completed using a similar like device. The awareness date was updated for this complaint to (B)(6) 2015, the date said issue was discovered in the bwi lab.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool smarttouch uni-directional navigation catheter and non-MDR reportable deflection issues occurred. The returned device was visually inspected upon receipt and a small piece of white material was found stuck underneath electrode #1. Further information received indicates that the damage was not noticed prior or after use of the catheter. Ft-ir (fourier transform infrared spectroscopy) analysis was performed on the foreign material. Based on the absorption bands observed in the ir spectrum, the foreign material is mainly composed of polyethylene, with a second compound also identified by ft-ir as barium sulfate; a material commonly used as radio-contrast substance. The outside diameter of the polyurethane (pu) margin was measured, and the catheter was within specifications. Then per the original customer complaint, a deflection test was performed and the catheter passed. The customer complaint of a deflection issue cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures